Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging a battery charge issue with the patient¿s onetouch verioiq meter. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to recall when the alleged issue first occurred but reported that it was around (B)(6), 2017. The patient manages his diabetes with oral medication (metformin, 500 mg twice daily) and the reporter claimed that in response to the alleged issue, the patient exercised. The reporter stated that immediately after the alleged issue occurred, the patient developed symptoms of feeling ¿hungry and dizzy.¿ the reporter advised that the patient received tradjenta, 5 mg, as additional treatment; however, she claimed that it was not as a result of the alleged issue. At the time of troubleshooting, the csr established that the device was not being used for the first time, that the correct test strips were being used and noted that there was no apparent misuse of the device. The csr noted that the patient did not see the battery indicator (per the labelling), prior to using the device. The csr walked the reporter through resolving the issue would not turn on when a test strip was inserted as per the owner¿s manual. Based on the information provided by the reporter, the csr noted that the subject device required charging; however, the reporter was unable to perform a rapid charge due to not having a usb and/or wall charger available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.